Event description:
Event description guidant received information that this device had no pacing at maximum output settings. The ventricular lead impedance was over 2500 ohms. The device was explanted and and new device was successfully implanted onto the original lead.